Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler and the patient event of cardiac arrest and subsequent death as the patient was in active treatment at the time. However, there is no documentation in the file to show a causal relationship between the liberty select cycler and the adverse event. The patient was hospitalized for sepsis and polymicrobial bacteremia due to necrotizing soft tissue infection of the buttocks. Necrotizing fasciitis has a high mortality rate which is increased in patients with chronic renal failure, diabetes and chronic heart failure. This patient has all of those comorbidities. Additionally, sepsis-associated cardiac arrest is a common occurrence with extremely poor outcomes. There were no reports of any issues with the liberty select cycler during the patient¿s treatment or any allegations of a device malfunction or deficiency reported for this event. Based on the available information the liberty select cycler can be excluded as the cause of the cardiac arrest and death.

Event description:
It was reported from a peritoneal dialysis (pd) acute facility that a patient expired during treatment on the liberty select cycler. The contact was requesting a cycler replacement as it was facility process to replace when a patient expires during treatment. Upon follow-up with the program manager, the patient had been admitted to the hospital from the emergency department (ed) on (B)(6) 2019 with sepsis and polymicrobial bacteremia due to necrotizing soft tissue infection of the buttocks. The patient underwent debridement surgery on (B)(6) 2019 of the necrotizing fasciitis of the buttock (22x15cm) including the bone with a wound vacuum placement. The patient was found to have bilateral acute proximal deep vein thromboses (dvt). The patient returned from the post anesthesia care unit (pacu) ready for pd therapy post debridement surgery with catheter site clean and dry and pd effluent clear. The patient had no complaints of pain, however, had diminished lung sounds bilaterally and was on o2 rate 2l via nasal cannula with o2 saturation of 97%. Pd was initiated on the liberty select cycler at 20:20 hours with fill volume of 2,500ml for 3 cycles. The patient had been disconnected at 21:40 hours for transfer to a different room per clinical supervisor and was restarted on pd which took approximately 20 minutes. Treatment was resumed at 22:10 hours. It was documented that the patient had begun bleeding (time and location of bleeding unknown) and blood was ordered. There is no documentation that a transfusion occurred. At 06:00 hours on (B)(6) 2019, the patient¿s spouse noted agonal breathing and a code blue was called. The patient was unresponsive on arrival and cardiopulmonary resuscitation (CPR) was initiated. At 06:03 hours a stat drain was performed, and the patient was de-accessed from pd therapy using aseptic technique. Multiple rounds of CPR and epinephrine (epi) were administered for pulseless electrical activity (pea) cardiac arrest. Respiratory therapy was present manually bagging the patient. The patient was intubated. The patient later appeared to be in ventricular fibrillation, however, the family did not want aggressive measures to be continued. The code was called, a death exam was performed and the time of death is noted as 06:30 hours (discrepancy in medical record of time of death noted at 05:52 hours on (B)(6) 2019; pd treatment records state 06:30 hours). There were no alarms or other noted issues with the liberty select cycler during the patient¿s treatment. No cause of death is documented, however, the medical records list the patient¿s discharge (end of service) diagnoses as cardiac arrest, sepsis and necrotizing soft tissue infection. Initial reports stated the patient hemorrhaged due to the debridement surgery although that is not documented in the medical records.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment and no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassettes during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and the load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.